Event description:
A report was received that the patient underwent an explant procedure due to pain. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant procedure due to pain. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50, serial #: (B)(4), description: artisan surgical lead 50cm; model #: sc-3138-35, serial #: (B)(4)description: phase iii lead extension-35 cm.

Manufacturer narrative:
(B)(4). Sc-1110 / sn (B)(4) device evaluation indicated that the ipg passed visual tests performed. The source of the complaint could not be verified. The device was damaged during the explant procedure, exhibiting high sleep current and low impedance due to analog integrated circuit (aic) damage. Exposing aic to high-electromagnetic or voltage transient can cause this type of failure. The device profile indicated no anomalies prior to the explant. (Ref (B)(4)) the device profile indicated no anomalies prior to the explant. Sc-8120-50 / sn (B)(4) the source of the complaint could not be verified. However, the paddle lead had been severely damaged upon receiving. All wires were broken at the suture sites along with intentional cuts during the explant procedure. If the damage occurred prior to the explant, it could have resulted in abnormal stimulation delivery. Sc-3138-35 / sn (B)(4) the lead extension was cut during the explant procedure, and was not considered a failure.